Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) impedance. It was also reported that the patient will be further evaluated and test performed to assess status of the rv lead before determining to replace. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).